Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed an the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 12:09 pm she activated a new pod. The pod was then removed and she noticed the cannula was bent. She also stated it was painful every time she initiated a bolus delivery.